Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that in (B)(6) 2025 the patient started experiencing seizures which led to the patient causing a car accident. The patient was seen for a follow-up visit and when their device was interrogated, high impedance was observed. The patient had x-ray images taken. It was also reported that the patient throws 50 lb bags of stuff at work repetitively. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Product analysis of suspect product in under way.

Event description:
It was reported the patient underwent a full revision of their vns generator and leads. The explanted devices were returned and received but product analysis is currently pending. No other relevant information has been received to date.